Event description:
Updated clinical narrative: additional information received noted that the patient¿s death was not attributed to impella support. Previous clinical narrative: an impella 5.5 device was inserted via a right surgical axillary/subclavian artery approach in a 63-year-old male patient for the indication of heart failure with cardiogenic shock in the setting of cardiomyopathy. The patient¿s medical history was notable for renal insufficiency. The patient¿s clinical state prior to initiation of mechanical circulatory support was consistent with advanced cardiogenic shock. During the course of impella 5.5 support, a sensor failure was reported, accompanied by a placement signal low alarm. A controller error alarm also appeared briefly and self-resolved without intervention. There was no reported sustained interruption of support, and device function continued without additional alarms requiring corrective action. The impella 5.5 device had been in place since december 26, representing a prolonged duration of support. On the day of the reported alarms (on (B)(6) 2026), end-of-care discussions had begun, and a decision was made to leave the device in place and not proceed with an automated impella controller (aic) exchange, given the patient¿s overall clinical trajectory. The patient ultimately expired while on impella 5.5 support. The death is being conservatively reported; however, the outcome is more likely attributable to the patient¿s underlying critical illness, advanced cardiomyopathy, cardiogenic shock, and prolonged clinical course.

Manufacturer narrative:
B5 clinical narrative updated.

Event description:
Clinical narrative: an impella 5.5 device was inserted via a right surgical axillary/subclavian artery approach in a 63-year-old male patient for the indication of heart failure with cardiogenic shock in the setting of cardiomyopathy. The patient¿s medical history was notable for renal insufficiency. The patient¿s clinical state prior to initiation of mechanical circulatory support was consistent with advanced cardiogenic shock. During the course of impella 5.5 support, a sensor failure was reported, accompanied by a placement signal low alarm. A controller error alarm also appeared briefly and self-resolved without intervention. There was no reported sustained interruption of support, and device function continued without additional alarms requiring corrective action. The impella 5.5 device had been in place since (B)(6) representing a prolonged duration of support. On the day of the reported alarms (on (B)(6) 2026), end-of-care discussions had begun, and a decision was made to leave the device in place and not proceed with an automated impella controller (aic) exchange, given the patient¿s overall clinical trajectory. The patient ultimately expired while on impella 5.5 support. The death is being conservatively reported; however, the outcome is more likely attributable to the patient¿s underlying critical illness, advanced cardiomyopathy, cardiogenic shock, and prolonged clinical course.

Manufacturer narrative:
B1, b2, b5, h1, h6 updated based on the additional information regarding the patient outcome of death. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. D9 updated. Correction d6a and d6b should have been left blank.

Manufacturer narrative:
Updated information: h6 component code changed to g02008. The investigation for the controller error alarm has been completed. The cause of the controller error alarm was a communication anomaly between the optical pressure measuring unit and the main computer.

Manufacturer narrative:
Additional information received stating the patient did not expired due to impella.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support, the sensor went out, there was a placement signal low alarm and a controller error alarm. These alarms appeared briefly and self-resolved.

Manufacturer narrative:
This is one of two related reports. This report represents the impella controller and another report was submitted to represent the the impella 5.5.